Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician felt resistance while advancing the benchmark into the target vessel and noticed that the benchmark was kinked at the hub. The physician then removed the benchmark and it was no longer used in the procedure. The procedure was completed using another benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned device was kinked at approximately 2.0 cm from the hub. Ovalizations were present at approximately 37.0 cm, 77.0 cm and 99.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the catheter was kinked at strain relief near the hub. If the device is forcefully advanced against the resistance, damage such as a kink may occur. During functional testing, the benchmark was attempted to be advanced through demonstration catheter but resistance was experienced and the device was unable to be advanced further. Further investigation revealed that the device was ovalized along the length. Based on the reported complaint, the ovalizations are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.